Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported break was confirmed. The reported difficult to advance could not be tested due to the device condition. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. It was reported that a stent delivery system (sds) encountered resistance when advancing over the guide wire. Analysis of the returned wire confirm the outer diameter was within specification. Factors that may contribute to difficulty advancing an sds over the guide wire include, but are not limited to, inner diameter of the sds, device support, buildup of procedural contaminants, challenging anatomy, user technique, and/or damage to the sds or guide wire. In this case, it cannot be determined what contributed to the interaction between the devices. Additionally, it was reported that the wire broke. Analysis confirmed the break as a separation of the proximal solder, resulting in the ribbon coil stretching. In this case, it is possible that manipulation of the sds, when resistance with the wire was encountered, contributed to the noted solder break. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the right superficial femoral artery (sfa) with heavy calcification. After pre-dilatation, the ht supra core 35 guide wire (gw) was advance to the target lesion and then a non-abbott stent was advanced on the gw with resistance. The stent was noted to partially deploy, prior to entering the sheath and a burr [break] was noted to be on the gw ribbon coil. The stent and gw were removed. A non-abbott gw and an unspecified stent were used to continue the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. Outside the patient the physician manipulated the burr and a piece of the ribbon coil came off on the physician's glove. No additional information was provided.